Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent revision surgery on (B)(6) 2017 and mesh was implanted during which the surgeon noted ¿the previously placed mesh, through which herniation was taking place.¿ it was reported that the patient experienced severe pain, dense adhesions, inflammation, stress and anxiety. The patient had a previous mesh implanted on 9/15/2011 which is captured in a separate file. No additional information was provided.